Manufacturer narrative:
A siemens fse (field service engineer) evaluated the immulite 2500 instrument and instrument data. Analysis of the instrument and instrument data indicates that the cause for the discordant troponin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high immulite 2500 troponin results were obtained on two samples from the same patient. The laboratory repeated both samples and then repeated the samples on a second instrument. Since mixed results were obtained, they were reported to the physician as 'positive with caution'. There was no report of treatment given or withheld based on the discordant troponin results.